Event description:
It was reported that, pt had surgery six months ago. He is currently complaining of pain, limping and swelling in upper thigh. He can't go up the stairs. He has a scheduled appointment to see his doctor on (B)(6) 2012. One month ago he had cobalt and chromium level testing which were normal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.